Manufacturer narrative:
There was no lot number provided so only the device master record was reviewed and found to be complete. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection of the device revealed no defects. Using leak test, 10cc of air was applied to the device and no leak was detected. The investigation did not reveal any intrinsic manufacturing defects with the returned device. The manufacture analyzes data and trends and will take further actions accordingly. Root cause cannot be determined as no defects were found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the trach started to disintegrate in the lumen. A white substance was noted to be oozing inside the lumen. The trach has since been cleaned. No patient injury was reported.